Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue an item because the issue item button was missing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item button was missing. A technical support specialist (tss) attempted to remote in through local management interface (lmi) and remote support service (rss) but was unable to and assisted customer to log back in and issue the item. The system functioned as intended after the technical support specialist investigated the issue.